Manufacturer narrative:
The device was not returned for evaluation. According to risk assessment, burns are a known possible patient reaction to laser treatment. Blistering or burns are known to develop over the treated areas. A review of the manufacturing records showed all manufacturing requirements were met and no discrepancies were found. Based on the available information, no conclusive root cause can be assigned to this event.

Event description:
Reportedly the patient obtained laser treament for acne scars on both cheecks and over right eyebrow. Patient came for follow-up three days after the incident and obtained topical moisturizer for the blisters. At this time the right cheek was reportedly ''healing nicely'' however the left cheek and the brow area looked like they were healing from a more ablative treatment. Additional attempts to collect more information about the patient prognosis were unsuccessful.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had burns on cheeks, mid-face and over eyebrows immediately post treatment. The patient experienced blisters, oozing, and crusting over the affected area. The laser surgical system was used at 1550 wavelength. The highest energy level used was 50, and 8 passes were performed. It is unknown if the burn paper test was performed by the user prior to the treatment. Reportedly there were no system errors or anything unusual noticed during the treatment. Additional information has been requested but has not been received.